Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the reason for explanting the 23mm sapien 3 thv 10 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported via receipt of the implant data card to implant patient registry, 10 months post implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the valve was explanted and replaced with a surgical valve. The reason for the explantation was requested but not forthcoming.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report 2015691202101350. Additional information obtained through medical records of the tavr procedure clarified that the valve was explanted ten months post implant due to endocarditis from dental extractions performed prior to surgical explant and left ileofemoral embolectomy due to septic emboli. Based on these results this complaint is no longer considered to be a reportable event and a corrected report is being submitted. This individual report provides data received from the thv tvt registry.